Event description:
A customer reported a cartridge alarm 20 issue with their pump, and it was confirmed that consecutive cartridges also presented alarms. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, but since the device was out of warranty and the customer was not interested in an out-of-warranty loaner pump, they planned to contact the va for further assistance. In the meantime, the customer opted to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery.